Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/5 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected from a supply line of the homechoice set during therapy for an unknown reason. The home pt reconnected the supply bag and attempted to continue therapy, shortly afterward the alarm was received and the home pt contacted baxter's technical service center. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.